Event description:
It was reported that there were white particles floating in a small volume intermate. This was observed after compounding with an antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured december 12, 2014 - december 17, 2014. The device was received for evaluation. Visual inspection revealed a white particle approximately 1.25 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.